Event description:
Same case as MDR ID#s: 2134265-2012-04132, 2134265-2012-04133, 2134265-2012-04134, 2134265-2012-04136. It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 99% stenosed, 3.5x12mm target lesion was located in the right coronary artery (rca). The lesion was predilated with a 3.5x15mm apex balloon at 12 atms for 10 seconds successfully. Following pre-dilation, thrombus appeared to be present in the sub-total occlusion of the rca. A 3.5x16mm promus element stent was deployed at 11 atms for 30 seconds. The same 3.5x15mm apex balloon was utilized for post-dilation, however upon movement of the balloon markerband to the proximal edge of the stent the balloon ruptured. A 3.5x15mm nc quantum balloon was then utilized for post-dilation of the mid to distal portion of the stent at 18 atms for 3 inflations (initial 20 seconds, second inflation 5 seconds). Upon the third inflation the physician moved the markerband of the balloon to the proximal edge of the stent and the balloon ruptured. The physician then performed ivus, and during review of the recorded images thrombus was noted in the middle portion of the stent. A 3.5x15mm nc quantum balloon was utilized for further post-dilation of the mid to distal portion of the stent at 18 atms, and upon inflation with balloon markerband movement to the edge of the stent this balloon ruptured. The physician re-performed ivus and the image "looked better." A 3.5x12mm nc quantum balloon was utilized for post-dilation of the mid to distal portion of the stent at 18 atms (initial and second inflation for 30 seconds each); upon the third inflation, the physician moved the balloon markerband to the proximal edge of the stent and the balloon remained inflated for 10 seconds, however when the physician increased inflation to 20 atms the balloon ruptured. All balloons were removed intact. The physician re-performed ivus and the stent looked "angiographically great/perfect" with the thrombus resolved. The physician performed ivus with another non-bsc catheter and noted no resistance going through the lesion and the stent looked fine. No further patient complications were reported and patient status is fine. The patient was discharged on asa and plavix.

Manufacturer narrative:
Device evaluation by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).